Manufacturer narrative:
Model #: this model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Method: device not returned due to infection. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Patient had undergone heart surgery due to a dissection of the ascending aorta in 2005. On (B)(6) 2008, he was admitted at the infectious diseases ward due to endocarditis. On (B)(6) 2011, he transferred into the surgery ward and the aortic device was replaced due to reoccurring endocarditis. An operative report for the date of surgery (B)(6) 2011 was provided but is not in english. A pathology report, along with the source and type of infection were requested, but have not been provided. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source and type of infection is unknown.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted after an implant duration of approximately 3 years due to endocarditis. This device was replaced by a smaller size of the same model device.